Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the rv defibrillation lead was explanted and replaced. The replacement rv defibrillation lead was attached to the chronic device and a greater than 125 ohm shock impedance was recorded. The chronic device was explanted and replaced. A normal shock impedance value was recorded when the replacement device was connected to the replacement rv defibrillation lead. During the extraction procedure, the left ventricular (lv) lead was inadvertently dislodged. The chronic lv lead was explanted and a replacement lv lead was successfully implanted.

Manufacturer narrative:
The device is undergoing laboratory testing.

Manufacturer narrative:
Upon receipt, visual inspection found that the lead was severed in three segments (133 mm and 375 mm from the terminal pin). A set screw mark from the device was identified on the terminal pin. Dried bodily fluid was noted through the entire lead lumen and cuts were found in the insulation. Additionally, electrocautery damage was evident in several places in the lead insulation. The tip and spiral fixation were intact and undamaged. Microscopic analysis and x-ray of the lead showed a conductor coil fracture between 420-425mm from the terminal pin (490-495mm from the tip). All wires of the quadfilar conductor were fractured. There was a secondary fracture on one wire creating a loose segment. The conductors in this area were slightly stretched/deformed and the inner insulation in this area is twisted and torn. This type of damage to the lead is consistent with an induced torsional fracture during the explant procedure. The identified damage to the lead was thought to be the result of induced damage at the time of the explant procedure.